Event description:
It was reported that the patient had the right ventricular (rv) lead replaced for unknown reasons. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient was in unknown condition.